Manufacturer narrative:
There no cracks that were noted at the case or display window per visual inspection. The pump was received with a minor scratched lcd window and case. The pump was received with no audio / beep alarms due to a faulty transducer piezo. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack on the main part of the insulin pump.